Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. At the time of the report with tandem technical support, customer was still hospitalized. Customer declined to provide additional information regarding the reported issue.